Event description:
A call came into technical support reporting yellow fluid noted at the "blue dialyzer quick connect". The pt's treatment was stopped and the blood was not returned, estimated blood loss 300ml. The pt's treatment was completed on another machine without any problems. He did not require any medical intervention and continues on hemodialysis. According to the charge nurse upon follow up, the yellow fluid was noted in the dialyzer and the physician stated it was "cholesterol" from the pt. The dialyzer used was not a fresenius prod.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. According to the biomedical technician, he evaluated the machine after this event and no malfunction was found. The event will be reported as malfunction was because the pt experienced blood loss in association with the hemodialysis treatment. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.